Event description:
Re: mini-cap recall (B)(4), lot #gd893891. We received a urgent product recall dated 05/23/2013 regarding the above product that my husband was using. There were around a dozen mini caps left in the box and I destroyed them. We sent the letter back regarding the product supplies. (B)(6) became very sick and it was necessary to take him to the (B)(6) hospital by ambulance on (B)(6) 2013. He was admitted and treated for peritonitis as well as vre infection. He was in the intensive care unit for 4 days and remained in the hospital until (B)(6) when he was taken to (B)(6) nursing home. He is currently a pt at that facility. (B)(6) began peritoneal dialysis in (B)(6) 2009 and has never experienced any problems with this procedure until this past month. We expect to hear from you soon regarding this very important matter.